Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product uddi for ballon is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was unable to activate the device pump, as it was positioned in the scrotum in a way that prevented activation. The physician attempted to adjust it in the office but was unsuccessful. Additionally, the tubing in the scrotum was excessively long, causing the pump to rotate. Consequently, the pump was removed and replaced, and the excess tubing was trimmed. No patient complications were reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was unable to activate the device pump, as it was positioned in the scrotum in a way that prevented activation. The physician attempted to adjust it in the office but was unsuccessful. Additionally, the tubing in the scrotum was excessively long, causing the pump to rotate. Consequently, the pump was removed and replaced, and the excess tubing was trimmed. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.